Manufacturer narrative:
Concomitant medical devices: addr01 ipg, implanted (B)(6) 2013.

Event description:
It was reported that there was a right atrial (ra) lead alert for low impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.